Manufacturer narrative:
Additional information was received on march 22, 2021. The deflation, originally reported as bilateral, was demonstrated to be unilateral per imaging results. The left side was intact with no abnormalities. This report relates to the left prosthesis. Therefore there are neither deficiencies or patient injuries related to a mentor device. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline prosthesis experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-02020 for contralateral prosthesis report.